Event description:
An implant registration card for onxane-23, serial number (sn) (B)(4) was received with "explanted" written across it. Additional information was received from the surgeon's administrative staff on (B)(6) 2022 stating: "that patient is deceased."